Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the catheter's bifurcation (y type) leaked blood. Re-surgery was done and the catheter was replaced. There was no reported patient injury.